Event description:
A discordant, falsely elevated troponin result was obtained on a patient sample on the dimension rxl max with hm instrument. The discordant result was not reported to the physician(s). The sample was rerun and the corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin result.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). After evaluation of the instrument data, the tsc specialist did not find an instrument malfunction. The tsc specialist did discover that the laboratory staff was centrifuging patient samples for four minutes at high speed, which is outside of the tube manufacturer recommendations. The tsc specialist advised the customer to follow the tube manufacturer recommendations. A siemens field service engineer (fse) was dispatched to the customer site to preventively perform an instrument decontamination and to clean the drains. The cause of the discordant, falsely elevated troponin result is unknown. The cause of the sample tubes being centrifuged outside of the manufacturer recommendations is user error. The instrument is performing according to specifications. No further evaluation of the device is required.